Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), explanted: (B)(6) 2016, product type: catheter. Product ID: 8577, lot# j0210732r, implanted: (B)(6) 2002, product type: accessory. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown drug from an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2016 it was reported that starting around (B)(6) 2016 the patient had experienced increased pain and withdrawal symptoms. The hcp was unable to aspirate the catheter. It was noted that the managing hcp had aspirated fluid from the pocket a few weeks ago. It was unknown what factors led to the event and it was unknown what actions/interventions had been taken. It was also unknown if the issue was resolved. During the device removal on (B)(6) 2016 the hcp did not find an anchor with the old catheter and noted that the spinal portion just slid/fell out of the insertions site. It was noted that about 20cm was inserted intrathecally. The hcp anchored the new catheter. The pump was filled with saline because it was unknown what drug was in the pump. It was noted that 25ml of drug was aspirated at the explant. The patient was alive with no injury at the time of the report. Additional information was reported by the hcp on (B)(6) 2016. It was reported that the pump had been located in the right lower quadrant of the patient's abdomen and the catheter had been implanted at t7. It was reported that the patient believed that the wrong medication was placed in the pump; the patient though the medication should be morphine but the pump read hydromorphone. The fluid that was aspirated from the pump pocket was yellow tinged and the pathology report was positive for cerebrospinal fluid (csf). The troubleshooting done related to the inability to aspirate was that aspiration had been attempted multiple times without output and fluid was sent to pathology. It was noted that no csf leak could be "determined from back." When asked about the cause of the symptoms, inability to aspirate and fluid in the pump pocket the hcp noted that the catheter was not anchored in the lumbar fascia and it pulled out readily.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump identified no anomaly. Analysis of the 8709 catheter identified acceptable testing; no significant anomaly. The catheter was incomplete/returned in segments. Analysis of an unknown catheter was the sc connector had coring-tears-cuts in seal. Per telemetry the pump was delivering hydromorphone 6 mg/ml; 2.6531 mg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.